Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.this device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that two lead integrity alerts (lia) triggered with several high-rate non-sustained episodes, oversensing noise, and high sensing integrity counter (sic). It was noted that the pacing and high voltage impedances were stable and within range. The physician tried three times provoking maneuvers with no impact on the electrogram. It was noted that there was a suspected lead issue affecting not only the tip to ring conductor, but also showed evidence of insulation failure. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.